Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headaches, throat irritation or soreness, body aches, waves in eyes first thing in the morning, shortness of breath, lightheaded, dizzy, brain working slower than normal, mental fogginess, neurological issues in feet and hands. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegation of an issue related to sound abatement foam, became degraded and patient alleged of headaches, throat irritation or soreness, body aches, waves in eyes first thing in the morning, shortness of breath, lightheaded, dizzy, brain working slower than normal, mental fogginess, neurological issues in feet and hands. The medical intervention that the patient received in response to the events is currently unknown. The reported events and its reported severity was reviewed by the manufacture's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacturer concludes, no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.